Event description:
It was reported that an alert detected by smartview monitor has generated zip file that has been corrupted. As a result, alert has never been notified to physician.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190408 - file-2018-00462 - analysis_and_closure_report_resp-2019-00544.pdf].

Event description:
It was reported that an alert detected by smartview monitor has generated zip file that has been corrupted. As a result, alert has never been notified to physician.